Event description:
Patient representative reports "patient has been experiencing pain, encapsulation of the device, capsular contracture, inflammation and nodules" and " right side with an 18mm nodule filled with silicone". Device remains implanted.

Manufacturer narrative:
The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, granuloma.

Event description:
Patient representative reports "patient has been experiencing pain, encapsulation of the device, capsular contracture, inflammation and nodules" and " right side with an 18mm nodule filled with silicone". Device remains implanted.